Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 6c29 that has a similar product distributed in the us, list number 6c27.

Event description:
The customer observed (B)(6) elevated igg antibody to (B)(6) (igg anti-hav) results while using architect havab-igg reagents. The following data was provided. Sid (B)(6) v5395 using lot 86040li00 initial (B)(6), repeat using lot 80173li00 (B)(6). Sid (B)(6) using lot 86040li00 (B)(6), repeat using lot 80173li00 (B)(6). Sid (B)(6) v3134 using lot 86040li00 (B)(6), not repeated using lot 80173li00. Sid (B)(6) v0903 using lot 86040li00 (B)(6), repeat using lot 80173li00 (B)(6). Sid (B)(6) v4177 using lot 86040li00 (B)(6), repeat using lot 80173li00 (B)(6). Sid (B)(6) v4402 using lot 86040li00 (B)(6), repeat using lot 80173li00 (B)(6). Sid (B)(6) v3487 using lot 86040li00 (B)(6), repeat using lot 80173li00 (B)(6). Sid (B)(6) v4251 using lot 86040li00 (B)(6), repeat using lot 80173li00 (B)(6). Sid (B)(6) v0935 using lot 86040li00 (B)(6), repeat using lot 80173li00 (B)(6). Sid (B)(6) v4067 using lot 86040li00 (B)(6), repeat using lot 80173li00 (B)(6). Sid (B)(6) v3061 using lot 86040li00 (B)(6), repeat using lot 80173li00 (B)(6). Sid (B)(6) v3229 using lot 86040li00 (B)(6), repeat using lot 80173li00 (B)(6). Sid (B)(6) v3746 using lot 86040li00 (B)(6), repeat using lot 80173li00 (B)(6). Sid (B)(6) v1046 using lot 86040li00 (B)(6), repeat using lot 80173li00 (B)(6). Sid (B)(6) v0842 using lot 86040li00 (B)(6), repeat using lot 80173li00 (B)(6). Sid (B)(6) v3020 using lot 86040li00 (B)(6), repeat using lot 80173li00 (B)(6). Sid (B)(6) v3897 using lot 86040li00 (B)(6), repeat using lot 80173li00 (B)(6). Sid (B)(6) v3952 using lot 86040li00 (B)(6), repeat using lot 80173li00 (B)(6). Sid (B)(6) v4059 using lot 86040li00 (B)(6), repeat using lot 80173li00 (B)(6). No adverse impact to patient management was reported.

Manufacturer narrative:
Evaluation of the customer issue included a complaint text review, a search for similar complaints, device history review, labeling review, specificity testing, and field data review. The product was not returned. No adverse trend was identified for the customer issue. Device history review did not identify any issues that may have caused the customer issue. Labeling was reviewed and found to be adequate. No patient sample was available for return, therefore clinical specificity testing of negative control replicates was performed using in-house retained kits stored at the recommended storage condition. Specificity testing met all specifications. Abbott link world wide data was used to evaluate historical product field performance. Patient data was analyzed the evaluation indicated that the patient median result for the complaint material was comparable to other lots in the field between november 19, 2018 and november 17, 2018. Negative population data was analyzed, and the complaint lot results were within the established limits. No unusual reagent lot performance was identified. Based on all available information and abbott diagnostics evaluation, no systemic issue was identified, and no product deficiency was found.